Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the follow-up. Premature battery depletion was observed. The device will be explanted and replaced. The patient is good condition.